Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results with unusual curves were obtained on the bd max¿ enteric viral panel. Tests were repeated and gave negative results. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results with unusual curves were obtained on the bd max¿ enteric viral panel. Tests were repeated and gave negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing positive results with low fluorescence that when repeated give a negative result while running the enteric viral panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed diagnostic testing and review of the instrument log files, which identified higher rates of failures on the pump for pipette position 4. This part was replaced, the instrument reader assemblies were cleaned, and the robot was calibrated. The instrument was confirmed to operate to bd specifications. This complaint is confirmed by bd quality. The root cause of the issue was traced to component failure of the pump on pipette 4. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.